Event description:
The IV pump channel was programed to infuse bag over 8 hours using the library. The infusion actually ran in over a very short time and the bag was dry hours earlier than scheduled. Clinical engineer and nurse educator confirmed settings were accurate at the time of the event. Equipment removed from service and clinical engineering initiated testing per protocol and defect was reproducible. Manufacturer representative was notified. Manufacturer response for IV pump channel, (brand not provided) (per site reporter). Affected equipment was sent to the manufacturer.